Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized for the event. The cause of the event, treatment details, action taken with dianeal therapy, and the patient's recovery status were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient performed pd procedure without wearing a mask in an unclean condition. The peritonitis was manifested by abdominal pain. On the same day, the patient was hospitalized for the event of peritonitis. The same day, the patient began treatment with intraperitoneal vancomycin, once weekly (dose and duration not reported). The patient was also treated with peritoneal lavage for the event. Dianeal and extraneal therapies were ongoing. On an unreported date, the patient was discharged from the hospital. At the time of this report, the patient was not recovered from this peritonitis event. The patient was retraining on proper connect and disconnect method, aseptic technique was scheduled to be performed. No additional information is available. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.